Manufacturer narrative:
(B)(4).

Event description:
It was reported that damaged sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient received an alert that the sensor failed on sunday (B)(6) 2025 and when they took off the sensor, the wire was broken off. There was a piece of the sensor wire left inside the patient's skin and they couldn´t remove it with tweezers as it was under the patient's skin (visible). The patient consulted his doctor and was advised to go to the emergency room (ER). On (B)(6) 2025 patient visited ER at around 3:00 pm and the doctors couldn't see the wire through x-ray and couldn't see the wire under the skin even after they did exploratory surgery- they glued the incision with a surgical glue. The patient was treated with epinephrine and lidocaine during the surgery. After over four hours the patient was discharged around 7:30 pm the same day. At the time of the report the patient was fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that damaged sensor wire occurred. The g7 wearable product was evaluated. An external visual inspection was performed and no damage was found. The allegation was not confirmed. Customer complaint is not confirmed, wearable has no abnormalities. The applicator product was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and failed. Customer complaint was undetermined as it cannot confirm nor deny reported allegation with the return product. The probable cause could not be determined. No additional patient or event information is available.